Event description:
The pt called lfs and alleged that their meter was reading inaccurately erratic. The pt reported blood glucose results of 3.2 and 16.5 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt performed this comparison while in the hospital, post-surgery. The physician performed a blood glucose test on the pt and also obtained a high result. The pt was treated with insulin. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture area and for applying the blood to the test strip were correct. The pt did not have any control solution available to troubleshoot. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent to the pt.